Manufacturer narrative:
(B)(4). Trend review comment inadvertently omitted from initial MDR. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported to baxter (B)(4) solution administration set that was found with a seal defect at the junction of the tube and the distal luer lock. The condition was identified before patient use. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.